Event description:
The pt developed a retroperitoneal bleed following deployment of the angio-seal device. The pt has reportedly recovered. No additional information is available regarding this event. Several attempts to obtain additional information from the hospital have been unsuccessful.